Event description:
Consumer reports that "the brush started sparking and the base turned black from electrical failure. It blew the electrical circuit in the bathroom."

Manufacturer narrative:
This toothbrush is part of recall number z-2098-2012.